Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a misidentification of cap survey organism candida famata as candida zeylanoides in association with the vitek 2 yeast (yst) identification (ID) test kit. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Culture submittal was requested by biomerieux for internal investigation. Biomerieux investigation was conducted following receipt of the customer submittal. Investigational testing included the customer's cap strain and biomerieux's internal lyophilized cap sample. Each strain was tested using two (2) vitek 3 yst ID cards from the customer's lot and two (2) cards from a random lot. All four (4) yst ID cards for each strain (customer and internal) provided a low discrimination result of candida lipolytica/candida famata/candida sake/candida zeylanoides after analysis time of 18 hours. As the low discrimination result includes candida famata, the result is acceptable and typically leads the customer to further testing. While the low discrimination identification is acceptable, review of the this data against the expected reactions for candida famata demonstrated 20 atypical negative reactions. Review of the raw test data submitted by the customer against the expected reactions for candida famata demonstrated 18 atypical negative reactions. It's possible that the environment of the card and shorter vitek 3 incubation time, compared to other phenotypic methods (e.g. Api 20c aux), does not provide the optimal environment for this strain. The investigation concluded the cap survey organism is an atypical strain for vitek 2 testing and that the vitek 2 yeast (yst) identification (ID) test kit is performing as intended.